Manufacturer narrative:
Analysis inspected one random partial opened or used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Found two out of three sensors with needles bent inside hub assembly. Missing one needle. Also found all cannulas bent. Unable to confirm customer received sensor in said condition due to customer returned sensors opened or used.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. Customer also indicated that calibration errors have been received during normal use. The customer indicated that the sensor glucose was 120 mg/dl and blood glucose was 262 mg/dl to 425 mg/dl. Troubleshooting found that customer has had bent cannulas on previous sensors. Customer indicated that they will call back at a later time to troubleshoot.

Manufacturer narrative:
Analysis inspected one random partial opened or used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Found two out of three sensors with needles bent inside hub assembly. Missing one needle. Also found all cannulas bent. Unable to confirm customer received sensor in said condition due to customer returned sensors opened or used.